Event description:
It was reported that a cartridge change error occurred. There was no reported adverse impact to the customer's blood glucose level. Customer declined to provide information regarding alternate insulin therapy.